Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MFR #: 2134265-2010-01872. It was reported that during preparation for a percutaneous coronary intervention (pci) procedure the a guide wire detachment occurred. The 90% stenotic lesion was located in the moderately tortuous right coronary artery. Access was obtained through the femoral artery. During the rotational speed check of the 2.15mm rotablator rotalink system outside the body, the burr came in contact with the rotawire guide wire and was sheared off. There was no patient involvement. Procedure was completed with another rotawire guide wire. Patient status is reported as "good."